Event description:
More than 50 years ago (B)(6) was diagnosed with type one diabetes. In 2022 he was prescribed by his doctor in kaiser with a new system dexcom to check his glucose, this system was reporting wrong glucose numbers to (B)(6) doctor. Several times (B)(6)reported it to his doctor but he did not take it seriously, after (B)(6) 2022 (B)(6) got into a car accident due to low sugar and lost consciousness, again this machine was changed to freestyle2. While it was happening around (B)(6) 2023 (B)(6) was prescribed victoza. It caused severe physical and mental health problems diarrhea, vomits, lost weight and had erratic behaviors extremely aggressive with everyone and also when driving his own car also he was having sexual behavior out of the place, he was taken to jail after he tried to strangle his wife. His face looked different. The doctor had told him to apply victoza once a day. (B)(6) did it but he was applying it with another insulin in the same place of his abdomen and at the same time. The doctor never informed (B)(6) or his family that victoza was a dangerous drug and that it was 97% a similar hormone, and is used as an antidepressant and is medicated to patients with type 2 diabetes no for type 1. The doctor never supervised (B)(6) with this medication until (B)(6) 2023 he contacted (B)(6) asking how victoza was working on him. For years (B)(6) was using humalog and lantus insulin but lantus was changed to glargine insulin and it is causing the high levels of irritability similar like victoza. Now (B)(6) is having a drug problem with these new insulins. Because he is using higher units of insulin than he says is applying and administering incorrectly and he knows the effects. His wife has to supervise (B)(6) to apply it correctly for no to have an aggressor at home. Victoza left severe consequences in (B)(6) and his family. (B)(6) has been a sedentary life with no exercise. His job was low of duties but suddenly in (B)(6) 2023 he retired without filling up a proper documentation of his pension. Assuming (B)(6) was medicated victoza erroneously per the wrong glucose numbers reported to his doctor by dexcom and freestyle2 machines. (B)(6) was not prepared physically or mentally to administer victoza as a third supplement insulin. In 21 years, (B)(6) has not any criminal or felony of domestic violence or this kind of behavior mentioned above nor this kind of health problems. (B)(6) wife wrote an email to ceo kaiser asking for help. Reference report: #mw5153711.